Manufacturer narrative:
Procedure total hip arthoplasty. Thread on impactor handle jammed trial cup and the definitive cup onto it once impacted with mallet. Case delayed by 1-2 minutes. No ae to the patient. Patient outcome post surgery unknown. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required.the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Thread on impactor handle jammed trial cup and the definitive cup onto it once impacted with mallet. Case delayed by 1-2 minutes. No ae to the patient.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.